Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the entire system was explanted to address the issue.